Event description:
It was reported that the patient underwent an tactra malleable prosthesis replacement surgery due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.